Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at the grocery store. They patient stated they fell (did not lose consciousness) due to hypoglycemia. An ambulance was called and the patient was transported to the hospital. While on the way to the hospital, the patient felt dizzy, disoriented and nauseous. The patient's blood glucose was checked and it was 32 mg/dl while the cgm was displaying 72 mg/dl. The patient was treated with IV dextrose and then was later treated with insulin for normal diabetes management. The patient was discharged from the hospital after three days. At the time of the report, the patient felt weak. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The allegation and probable cause could not be determined. No additional patient or event information is available.